Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shock due to atrial fibrillation (af). The patient was hospitalized during the weekend because health care professional (hcp) thought the device hit elective replacement indicator (eri). Technical services (ts) explained when device hits eri it will indicated: explant reached on a specific date. This devices was explanted and succesfully replaced. No additional patient effects were reported.

Manufacturer narrative:
Supplemental 001: corrected fields: impact codes (h6) / the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shock due to atrial fibrillation (af). The patient was hospitalized during the weekend because health care professional (hcp) thought the device hit elective replacement indicator (eri). Technical services (ts) explained when device hits eri it will indicated: explant reached on a specific date. This devices was explanted and succesfully replaced. No additional patient effects were reported.